Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event deflation was received on may 06, 2025. With catalog number mcghan4500cc. Based on the device analysis grid, the assessments of the complaint are: - deflation: observed, delamination of diaphragm valve side assessed as adhesive failure and one opening assessed as surgical damage. As per the investigation procedure, crease and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿leaking¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported ¿leaking¿. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported ¿leaking¿. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6b., h.6.